Manufacturer narrative:
Device evaluation: analysis of the extension found no significant anomalies; however, it was noted that there was a setscrew missing at the distal end of the extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. The main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot (B)(4), ubd: 05-aug-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported through a manufacturer representative that an intraoperative extension problem was experienced. Impedance testing was performed and found invalid results. Impedance tests were repeated in an effort to troubleshoot the issue; however, the results remained invalid. The extension was replaced with a new extension at the time of the procedure and the issue was resolved. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that impedances of ¿greater than 10000¿ ohms were measured. It was noted the impedance test was performed with the following settings: voltage of 0.7v, pulse width of 80, and frequency of 100 hz. The impedance testing was performed with an external neurostimulator (ens). No further complications were reported or anticipated.